Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the customer experienced high and low blood glucose levels. Customer's blood glucose level went up to 330 mg/dl and dropped to 43 mg/dl. The customer did not experience any high blood glucose level symptoms. The customer treated his high blood glucose level with the insulin pump. The customer treated his low blood glucose level with gel glucose. Troubleshooting for his low blood glucose level was declined. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functioned properly during basic occlusion and occlusion test. The insulin pump was received with scratched case and pillowing keypad overlay texture.